Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer did not initially report or reset the pump for this malfunction, so technical support provided pump reset information and assisted the customer with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again. The customer understood and acknowledged the instructions.